Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter had reverted to the setup mode. The pt indicated that the alleged meter issue started on the day of event at around 7:00-8:00 pm. As a result of the alleged issue, the pt reportedly skipped a dose or stopped taking an unspecified medication. Twelve hours after the alleged issue began and after she had tried to set up the meter, the pt claimed that she developed symptoms of blurred vision. The pt denied receiving treatment because of the alleged issue. The reported issue was resolved with troubleshooting. The pt admitted that the issue started after she had replaced/removed the meter's batteries. According to the owner's manual, the meter's date and/or time might need to be updated if the batteries are replaced. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury 12 hours after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.